Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, the 23mm commander delivery system balloon burst during deployment of a 23mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The balloon burst occurred after all the volume was given. No additional volume had been added to the balloon prior to deployment. No leak was visualized using tee and the valve appeared fully expanded. The delivery system was retrieved through the 14fr esheath+ with no difficulty and no vascular complications. No damage was observed on the sheath. The balloon burst appeared to be longitudinal. The patient was stable and left the room stable. Per reporter, perceived root cause of the balloon burst was sinotubular junction calcium.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and correct h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The commander delivery system was discarded and not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided, and the following was observed: calcification was present in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed empirically. Available information suggests that patient factors (calcification) likely contributed to the event as the reported perceived root cause of the balloon burst was sinotubular junction calcium, and imagery confirms presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.